Event description:
During review of programming and diagnostic history, it was observed that system diagnostic results revealed high impedance (impedance value >= 10,000 ohms) on (B)(6) 2013. Despite subsequent interrogations, the patient¿s device was not disabled until (B)(6) 2013. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.